Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had hair in the syringe.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation in a ziploc plastic bag. Additionally, two photos were provided. A device history record review could not be completed as no batch number was provided. Investigation conclusion: visual inspection was performed finding no foreign matter. Inside the plastic bag was inspected as well, finding no foreign matter. Both photos show the reported foreign matter located in the barrel top part. It appears to be a hair, therefore failure mode is verified. Root cause description: operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had hair in the syringe.